Event description:
The patient reported that the up arrow and contrast keypad buttons were intermittently unresponsive for a week. The patient denied damage to the keypad and that he does not clean the pump. The patient also indicated that he wears the pump in a pocket.

Manufacturer narrative:
The pump was returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be worn but intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are intermittently responsive. There was evidence of keypad contamination found under the key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.